Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports the ipg is unable to communicate with the charging system. The patient reports she last recharged two weeks ago and lost stimulation one week ago. A replacement charging system was sent to the patient which did not resolve the issue. Follow up information identified the sjm representative met with the patient and confirmed the issue. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.